Event description:
It was reported that a user experienced persistent hyperglycemia after changing an infusion site, with insulin delivery resuming after guided site changes and a subsequent repeat site replacement due to concern that the cannula might not have inserted correctly. Symptoms included elevated blood glucose, with a reported maximum of 438 mg/dl, and no acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms, no observed leakage, and no visible cannula deformity, with user technique issues during insertion considered. It was concluded that hyperglycemia occurred with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.